Event description:
It was reported that the user experienced elevated blood glucose after clearing an occlusion alarm on an ilet system, and upon guidance removed an inset 23-inch infusion set without visible issues at the tubing or insertion site; a full site change was performed and insulin delivery was resumed, and the user was advised that persistent issues could indicate a connector or cartridge problem. Symptoms included hyperglycemia. Outcomes included product troubleshooting and education, with replacement supplies shipped. Investigation included technical support review and user-led corrective actions through site replacement and delivery resumption. Investigation of this case revealed no confirmed device malfunction at the time of troubleshooting, with the potential contributor limited to the infusion set interface such as the connector or cartridge. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.